Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found front panel failure of the video system caused automatic dimmer setting to not light up. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, front panel failure of the video system caused the automatic dimmer setting to not light up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Correction: e1 establishment name was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "automatic dimmer setting to not light up" malfunction would likely be an occurred due to front panel failure. Olympus will continue to monitor field performance for this device.